Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, the right ventricular lead exhibited intermittent capture. It was suspected that the lead had dislodged. The lead was not used and replaced. The patient was doing well post operation and would continue to be monitored with routine follow up.